Event description:
Boston scientific received information that the health care professional (hcp) reported that this pacemaker, in august, had a magnet rate of 90 and only a year remaining. Recently, the device is at end of life (eol) and magnet rate is at 85, and output was increased. Boston scientific technical services (ts) discussed the changes and advised to have the pacemaker returned for evaluation and analysis. This pacemaker was explanted. No adverse patient effects were reported.

Event description:
Boston scientific received information that this implantable pacemaker had a magnet rate of 90 and a longevity of one year remaining. About three months later the device was checked again and was at end of life (eol) with a magnet rate of 85 and was vvi pacing. A boston scientific technical services (ts) representative discussed the change in longevity and advised to have the device returned for evaluation and analysis. This pacemaker was explanted and returned. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The device battery status was eol. The device functioned normally throughout testing. Laboratory analysis determined that this device experienced normal battery depletion; however, the estimated longevity remaining value appeared to decrease more quickly than expected between routine follow-ups. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please note that, despite the drop in estimated longevity remaining, the actual battery condition did not change significantly between follow-ups. In summary, it was determined that this device experienced normal battery depletion, but declared eol earlier than previously estimated.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.